Event description:
It was reported that during a procedure of a mildly tortuous, mildly calcified lesion in a mid coronary artery the device would not cross the target lesion. It was noted the physician applied force to the device attempting to advance and the proximal hypotube shaft separated. The device was removed from the anatomy. The patient was treated satisfactorily with an unknown procedure. No patient effects. No clinically significant delay reported due to the no cross. Though requested, no additional information was provided. Device analysis on 3/31/2011 revealed the hypotube shaft was separated.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned multi link rx vision stent delivery system (sds) noted blood in the guide wire lumen, on the stent implant, and on the balloon. This is consistent with the sds being advanced onto a guide wire and into the body. The undamaged stent implant was stationary on the folded balloon between the markers. The tip length and stent implant outer diameter dimensions met manufacturing criteria. There was one bend in the hypotube. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as mildly tortuous and calcified, which likely contributed to the failure to cross. It was confirmed that the hypotube and jacket were separated distal to the strain relief tubing. The hypotube fracture face was oval shaped. The hypotube jacket was stretched and jagged at the separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. Since there was no report of any damage observed to the sds prior to the procedure, this may suggest that a product deficiency did not contribute to the reported shaft separation. Excessive force was used in attempt to cross the lesion and resulted in the shaft separating. It should be noted that the vision instructions for use (IFU) states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. The reported failure to cross, shaft separation, and subsequent bend in the hypotube appear to be related to operational context. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot and there have been no other incidents reported for this lot. A query of the complaint-handling database was performed and there have been no other incidents reported for this lot. This suggests that there are no lot specific product quality deficiencies. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are visually inspected for kinks during the manufacturing process and a sampling of units is destructively tested to verify lumen integrity.